Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The physician was also treating iliac aneurysm; the right hypogastric artery was coiled about 3 weeks prior to the stent graft implant. The aortic neck is 2 cm in length with mild less then 20 degree angulation, 28 mm in diameter at the renal artery, and 2 cm below the renal arteries 32 mm in diameter, conical. The iliac vessels were large in diameter (up to 27mm in the diameter, which was why the hypogastric artery was coiled) reported as there was mild calcification and mild tortuosity. The stent grafts were implanted and upon final angiogram, there was a possible proximal type I endoleak present. The physician modeled the stent graft with a reliant balloon; however, the endoleak did not resolve. The physician is going to monitor the patient and believes it will resolve. No clinical sequelae were reported, and the patient status is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation conclusion: (cause of event is unknown).